Event description:
It was reported that right hip revision of the head and sleeve only was performed. Femur was fractured. Ceramic head and poly liner inserted into retained cup. Second revision subsequently performed in (B)(6) 2014, parts involved in that procedure currently unknown.

Event description:
It was reported the customer experienced high cocr levels. Also experienced anterior groin pain, eyesight dificulties, pain in his hand and asthma.